Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). Additional information received on november 19, 2021, that the issue was with the sheath. The physician was not able to put the dilator into the sheath at all. The sheath was completely blocked. Given this information, this complaint is not MDR reportable and therefore this complaint was reported in error.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the dilator was broken. It was reported that the dilator could not be inserted into the vizigo¿ sheath. It was reported as broken. The vizigo¿ sheath was replaced and the issue was resolved and the case continued. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this complaint is being assessed as MDR reportable for dilator broken. The obstructed sheath issue is being assessed as not MDR reportable.